Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. It was also reported that pump shut down unexpectedly. The pump time was also noted to be incorrect. There was no impact to the customer's blood glucose level. It was indicated that manual injections would be used for back up insulin therapy.